Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. The patient came to the hospital to suture the wound. On the first day after surgery, when they came to the hospital to change the dressing, one of the suture slipped off the wound. The doctor removed the slipped suture. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide the product code. Please provide lot number. Please clarify if the suture broke post op were there any patient consequences? If yes, please describe. Was any surgical intervention performed? Please describe. Any medical treatment provided? If yes, please provide medicine name, strength and dose? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.